Event description:
Patient had a broken screw and a nonunion, date of discovery unknown. Patient returned to o.r. On (B)(6) 2013: broken screw was removed and old hardware at l5-s1. Surgeon revised hardware at l4, l5, and s1: l4-l5 was new level to be fused.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown matrix screw. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.

Event description:
A patient was implanted with a 7.0 matrix screw during a l5-s1 fusion procedure on an unknown date. Post-operatively on an unknown date, it was discovered that one of the sacral screws broke. This occurred during the patient's daily activities. The broken screw is still in place. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: correction adverse event patient required intervention to remove screw.

Manufacturer narrative:
This device used for treatment and not diagnosis. Implant date approximately (B)(6) 2013.